Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Upon further review, this event has already been reported on mfg report: 9610595-2026-18899-00. Please refer to this file for supplemental information related to this event.

Event description:
It was reported the colonovideoscope experienced image screen noised. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.